Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction (mi) and death occurred. The target lesion being treated was located in the right coronary artery (rca). The vessel diameter was 3.5mm; the target lesion was 24mm in length and pre-procedure stenosis of 100%. Post-procedure was 5% stenosis. A 3.5x24mm liberte stent was implanted. No attempt was made or direct stenting. The procedure was a technical success. Post-procedure/pre-discharge the patient had an inferior mi with ECG changes with rise in cardiac markers. The patient was on anticoagulant therapy of clopidogrel, and asa at the time. The patient was discharged two days later on clopidogrel and asa and had unstable iii b angina. The patient died that day with cause of death noted as cardiac, mi.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.